Manufacturer narrative:
Two (2) device samples were received for evaluation without their original packaging, inside a plastic bag in decontaminated condition. No damage or other defects were detected on the samples during visual inspection. The sample one worked properly, fully priming and connected without difficulty, liquid flow through the whole device without interruptions. A leak was found between the cap and tube in sample two. The complaint was confirmed. The root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that tube connection break. Priming was successful, but shortly after the start of the dosing, fluid was noticed leaking from the connection. The other one had something like a break in the tube. There was no patient harm/adverse event reported.